Event description:
Contents of flexiflo enteral nutrition bag emptied suddenly into infant, causing vomiting and dumping into "ileus". Approx 100 ml of fluid was involved. The pump was working properly.